Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9091747, medical device expiration date: 2024-01-31, device manufacture date: 2019-04-18, medical device lot #: 9127556, medical device expiration date: 2024-01-31, device manufacture date: 2019-06-19, medical device lot #: 9127558, medical device expiration date: 2024-01-31, device manufacture date: 2019-06-19.

Event description:
It was reported that an unspecified number of syringe 5 ml ll tip bulk convenience pak experienced leakage during use. The following information was provided by the initial reporter: material no: 309703, batch no: 9091747, 9127556, 9127558. Verbatim: lot/ 9091747, lot/ 9127556, lot/ 9127558, material # 309703. Defect description: significant percentage of syringes leak. Syringe leaks seen past the second rib of the stopper. Syringes are filled using a repeater pump.

Event description:
It was reported that an unspecified number of syringe 5ml ll tip bulk convenience pak experienced leakage during use. The following information was provided by the initial reporter: material no: 309703 batch no: 9091747, 9127556, 9127558. Verbatim: lot/ 9091747, lot/ 9127556, lot/ 9127558, material # 309703. Defect description: significant percentage of syringes leak. Syringe leaks seen past the second rib of the stopper. Syringes are filled using a repeater pump.

Manufacturer narrative:
Investigation summary: a device history review was conducted for the reported lots, our records show that this is the only instance of this issue occurring in any of the batches. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the manufacturing documentation associated with the component syringes, determined that one of the lots received a quality notification during the manufacturing process, and was subjected to additional tightened sampling. No defects were found during the increase testing and the lot was released. The quality notification was triggered after it was detected that the marker tooling came into contact with the inside flange of the barrels resulting in a small plastic fiber being caught between the rubber stopper and the wall of the barrel, as was determined to be the case with the returned sample. The removal of the identified plastic fiber eliminated the leakage occurring in the returned unit, as confirmed by leakage testing in accordance with device specification. To address this issue adjustments have been made to the marker tooling, and a quality alert has been issued to the appropriate personnel.